Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was frozen. The customer¿s blood glucose level was unknown. Customer stated that insulin pump had a low reservoir alert, but it was unable to clear the alert. Later, the customer was able to clear the alert. The device will not be returned for analysis.